Event description:
Began wearing invisalign in (B)(6) 2011 and symptoms of a cough, swelling of my lips throat issues with each. Set of liner trays the symptoms got worse: shortness of breath and sores on my gums. I kept asking my orthodontist if there was anyone else suffering with the same issues I was having after starting invisalign product. I was checked for several medical conditions but every test came back clean. I began wearing the refinement sets in (B)(6) 2013 and symptoms were getting worse. I kept telling orthodontist and he brushed it off. Then I met with my doctor to determine what life style change occurred during the time of my symptoms. We then determined I was having a reaction to the invisalign.